Event description:
During an in-clinic follow-up, a loss of capture, low sensing, and high defibrillation impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed an rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.